Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jun-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 10 mg/ml morphine at 0.5 mg/day via an implantable infusion pump for an unknown indication for use. It was reported that once the hcp connected the new catheter to the pump they got a very small amount of cerebrospinal fluid back and the rest was air in the syringe via the catheter access port (cap). The hcp was going to try a different catheter to see if that corrected the issue, and if not they would try a new cap kit. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Investigation: the catheter was returned and analysis found no significant anomalies. Concomitant medical product: product ID 8780, serial# (B)(4), product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant medical products: product ID 8780 lot# serial# (B)(4) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a manufacturer's representative. It was reported that when the catheter access port was aspirated the healthcare professional was seeing bubbles, and not good flow. It was reported that the catheter came out of the intrathecal space. It was reported that the device was used with/in the patient. There was no patient injury. The catheter was returned to the manufacturer for analysis. It was reported that the issue had been resolved. No further complications were reported.